Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted concomitant medical products: item number: unknown, item name: unknown rx90 cup, lot #: unknown, item number: unknown, item name: unknown head, lot #: unknown, item number: unknown, item name: unknown impact stem, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09258, 0001825034 - 2018 - 09259, 0001825034 - 2018 - 09260. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision on an unknown date for unknown reasons. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided. Device history record (DHR) was unable to be reviewed as the lot number was not provided. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.